Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-9545-t15-02 driver was received for investigation. Visual inspection identified that the distal tip of the driver was both twisted and broken. It was not recorded whether a torque-indicating adapter had been used with the driver, which is recommended to prevent over-torquing. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
It was reported that the attachment is distorted due to too soft material, therefore it didn´t fit in the screw. There was no harm for patient, operator or third party. Update 04-apr-2022: the failure was noticed during surgery. It was finished with the same instrument. There was no harm for patient. Update 11-may-2022: the exact date of the surgery is unknown. Update 30-jun-2022: the device broke off during surgery. The broken pieces were retrieved from patient. No further information is available. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9545-t15-02 driver was received for investigation. Visual inspection identified that the distal tip of the driver was both twisted and broken. It was not recorded whether a torque-indicating adapter had been used with the driver, which is recommended to prevent over-torquing. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head.